Event description:
On 5/12/2000, co learned that graft had been implanted for a femoral-popliteal procedure.

Event description:
The doctor claims that the pt experienced "low flow" due to the graft thrombosing and occluding soon after the procedure. The graft was left in. The pt's condition is fine. Note procedure date is approximate.